Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead exhibited high thresholds. The lead was screwed out and attempted to be re-positioned. But after several attempts, the helix could not screw back normally. The lead was pulled out and found that the helix was damaged. The lead was attempted, not used and was replaced. The replacement lead was attempted several times, but could not be hung up smoothly and could not be positioned. The lead was attempted, but not used and was removed from the patient. Hospitalization was required due to the event. No patient complications have been reported as a result of this event.